Manufacturer narrative:
(B)(4). A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The patient was assisted with setting up the cycler the following night. No issues were encountered. An investigation on the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient contacted technical support on (B)(6) 2016 and indicated that the patient was discharged from the hospital the previous day. Follow up with the patient's peritoneal dialysis nurse (pdrn) confirmed that the patient was hospitalized for four days with fluid overload. A request was made to the clinic for the patient's hospital discharge summary.